Event description:
Air alarm while no air is present. Air sensor replaced. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log could not be reviewed, log not available. The spare part was received at fv for investigation. During the visual check, the air detector was mounted in our volumat test device to verify the complaint. The investigator has passed all functional tests including air bubble tests. He recorded the detector values with maintenance test 14 before the run-in test. He noticed that the value with water was 913 mv initially and 1232 mv after 20 hours of run-in. He found that the value was drifting but without alarms or technical errors. As the detector value drifts outside the usual range of experience, it's therefore considered faulty by default. The cause of the failure is due a defective detector, even if it was functional during the 20 hour test, its values are considered abnormal. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.